Event description:
It was reported to boston scientific that, "coil stretched when being retrieved into introducer after causing microcatheter to back out of the aneurysm. Upon evaluation the gdc main was found to be separated, therefore, the complaint was reported.